Event description:
The threaded tip of the drive/extractor broke inside the fracture stem implant. The stem was implant without further incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The fractures in the threaded area were attributed to the user not properly seating and/or tightening the rod to the stem. Results of the engineering testing proved that if the device was seated properly to the stem, the device would withstand the forces of impacting.